Event description:
The customer reported that they received erroneous results for two patient samples tested for calcium. The first sample initially resulted as 11.0 mg/dl and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2013 and resulted as 8.8 mg/dl. The repeat result was believed to be correct. The second sample initially resulted as 12.4 mg/dl and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2013 and resulted as 10.1 mg/dl. The repeat result was believed to be correct. The patients were not adversely affected by the event. The doctor ordered an additional pth test on patient two based on the erroneous result, but the patient was not adversely affected by having this test ordered. The calcium reagent lot number was 67512501 with an expiration date of (B)(6) 2014. The field service representative could not determine a cause. He checked all alignments and verified that the probe volume was within specifications with the stream being straight and not jagged. The gear pump read correctly. All quality controls were run and within range. A precision study was performed on a pooled sample and this looked good. The field service representative noted that there may have been a sample issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Additional information was requested, but not provided for further investigation.